Event description:
It was reported that this right ventricular (rv) lead is suspected to be fractured. This patient needs to have this lead revised in order to get MRI configuration done. The patient is being referred for an extraction. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that only the proximal segment was returned. A fracture in the outer coil conductor, located at approximately 151 and 155 mm from the terminal end was confirmed. Fracture characteristics are consistent with clavicle/first rib damage. This type of damage is consistent with an overload fracture (induced damage during explant pulling on lead).

Event description:
It was reported that this right ventricular (rv) lead is suspected to be fractured. This patient needs to have this lead revised in order to get MRI configuration done. The patient is being referred for an extraction. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported, that this right ventricular (rv) lead is suspected to be fractured. This patient needs to have this lead revised in order to get MRI configuration done. The patient is being referred for an extraction. This lead remains active. No adverse patient effects were reported.